Event description:
The customer initially reported that their device had its service indicator illuminated and had logged a couple of event codes in its memory. After a physio-control eval of the therapy pcb assembly, it was observed that the pcb assembly did not power on, and therefore, would not have been able to provide defibrillation therapy if needed.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed a failure of the board to power on. The cause of the failure was determined to be multiple open vias (vertical interconnect access) on the pcb assembly, which caused the power failure of the pcb and the logged event codes.